Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the fifth sleeve transection of the stomach, the surgeon was able to press the green button and squeeze the handle. The device displayed extra thick tissue and could not fire to forward. They removed the reload and used another one to complete the case. There was no patient injury.